Event description:
It was reported during surgery, the 80-0759 t8 stick fit hexalobe driver tip broke. The driver tip was removed and the surgery was completed with no delays. There were no adverse patient consequences reported.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. T8 stick fit hexalobe driver (part number 80-0759, batch number 555893) and the driver tip were returned for evaluation. The returned driver and driver tip were examined visually under magnification. The driver had a torsional brittle fracture pattern. The fracture was at an oblique angle, which is the classic torsional brittle fracture shape. The fracture occurred at the transition from the hexalobe to the driver shaft. The driver had a length of 3.343", implying a loss of 0.037". This sample had two pieces of the fracture tip included. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. The hexalobe tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. Based on the information received and due to unknown surgical conditions, the root cause could not be determined.